Event description:
The customer reports that the device can't pass the self test. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device can't pass the self test. There was no reported pt involvement. Philips field service engineer evaluated the device and confirmed the complaint. It was found that the paddle tray was the cause of the reported self test failure. The paddle tray was replaced to resolve the problem. The device was put back into use.